Event description:
The customer stated that the gf-210ra multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) intermittently stops taking measurement and the "gas device error" is displayed. This is happening several times a day. Ref MFR report 8030229-2014-00107.